Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected for evaluation but has not yet been received. The casue of the event coule not be determined from the information available and without device evaluation. The most likely cause for this type of event is excessive force being applied on the device during use and/or torquing when the screw is already seated. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the tip of the driver broke when inserting the screw. The tip of the driver is stuck inside the screw and left inside the patient. Part no. Of the screw is ar-9165-20 / lot. - unknown.